Event description:
Boston scientific received information that the patient with this rv lead underwent a change-out procedure. This rv lead's rate/sense portion and the right atrial (ra) lead were stuck in the header and set screws of the old device. Attempts were made to free the leads, but they were unsuccessful and the physician cut the rv lead's rate/sense portion and ra lead and surgically abandoned them. The device was then explanted. A new dual chamber ICD was implanted, and the rv high voltage portion remains in service and the ra port was plugged. The patient's chronic left ventricular (lv) lead was being used as the rate/sense lead in the rv rate/sense port of the new device. Defibrillation threshold (dft) testing was done and successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.